Event description:
It was reported that when the kit was opened, they found the lidocaine ampule was broken in the tray. As a result, they used hospital stock of lidocaine to complete the procedure. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.